Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion. There is no intervention information available as of this time. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Correction to the supplemental report: follow-up 1, MDR in blocks h6: patient code, e. Initial reporter and b2: outcomes attrib to adv event patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion. There is no intervention information available as of this time. The device remains in service. No adverse patient effects were reported. Additional information was received stating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion. There is no intervention information available as of this time. The device remains in service. No adverse patient effects were reported. Additional information was received stating that the device was explanted. No additional adverse patient effects were reported.